Event description:
Procedure performed: na (before use). Event description: plastic attachment piece cracked off disposable laparoscopic trocar during set-up. No contact with patient, item removed from surgical field. 1 item impacted, not a repeat issue. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use optional report to cmdsnet (health canada): yes, hospital submitted mdip (B)(4) complaint sample is retained for return and is clean/not used product is available for return. Additional information was received via email on 26apr2023 from distributor: the event date should have been (B)(6) 2023. Patient status: na (before use).

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: na (before use). Event description: plastic attachment piece cracked off disposable laparoscopic trocar during set-up. No contact with patient, item removed from surgical field. 1 item impacted, not a repeat issue. Type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use optional report to cmdsnet (health canada): yes, hospital submitted mdip 28804 complaint sample is retained for return and is clean/not used. Product is available for return. Additional information was received via email on 26apr2023 from distributor: the event date should have been april 5 2023. Patient status: na (before use).